Event description:
Have essure and since I have had this in, I have had severe back pain and degeneration, oa of back, pelvic region, memory problems, autoimmune problems, thyroid, nodule in thyroid, pre-diabetic, pcos, anxiety, depression, panic attacks, migraines, swelling feet and hands and stomach, lack of energy, allergy to nickel, pelvic pain, and can barely walk.